Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump received with partial display due to moisture damage on the electronic assembly. Charge/battery lasts less than expected unknown. (B)(4).

Event description:
It was reported that the product was returned for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.